Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient presented to the implanting center after experiencing elevations in pump powers and estimated pump flows. A log file review performed by the manufacturer's technical services representative revealed pump powers up to 20 watts. It was reported that the patient was also experiencing symptoms of hemolysis. At the time of the event, the patient was taking aspirin and warfarin. The physician suspected thrombus, however, a ramp study was found to be negative. The patient was treated with IV heparin and argatroban and inotropes were initiated. At the time of discharge, the patient was placed on coumadin and persantine. On (B)(6) 2016, the patient was re-admitted due to continued elevated pump powers and estimated pump flows. The patient remained hospitalized as of (B)(6) 2016 and was listed for transplant. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. Multiple requests for additional information were made; however, no further information was provided. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. Evaluation of the submitted system controller log files confirmed the report of power elevations. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.